Event description:
It was reported that; during a revision operation of a plif, 2 screws fractured. Initially there was a fusion at l4-l5, dating from (B)(6) 2014. It was now decided to also do a plif at l5-s1. 1 piece of the screw remained in the patient, it was impossible to remove due to the location of the missing part. A delay of 30 minutes in the surgery was reported.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: inspection of the device revealed beach marks on the fracture surface, which is consistent with fatigue fracture. Conclusion: the most likely cause of the event is fatigue fracture due to normal loads imposed by the body.

Event description:
It was reported that; during a revision operation of a plif, 2 screws fractured. Initially there was a fusion at l4-l5, dating from (B)(6) 2014. It was now decided to also do a plif at l5-s1. 1 piece of the screw remained in the patient, it was impossible to remove due to the location of the missing part. A delay of 30 minutes in the surgery was reported.